Event description:
On (B)(6) 2012, the patient contacted animas alleging that during a phone call placed to animas customer support (cs) on (B)(6) 2012, the pump suspended during the prime step. The patient stated that when she tried to prime the pump again, the pump suspended. It was noted in the pump's history, the pump suspended at 12:50 pm on (B)(6) 2012 and the pump emitted an "auto off" alarm. The patient denied that she manually suspended the pump. During troubleshooting with customer support (cs) the pump's history indicated that the pump resumed insulin delivery on (B)(6) at 4:08 pm. It was indicated that the patient did not adjust the daylight savings time. This complaint is being reported as the patient stated that the pump was suspending without user intervention.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the suspend history and the black box indicated a suspend occurred at 12:50 pm on (B)(4) 2012. The pump was exercised for 24 hours with no self-suspends occurring. Investigation confirmed that the keypad buttons are functioning appropriately and no button hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.